Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the following day, the insulin gauge decreased to 36 units the following day. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery.